Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction associated with the sensor patch occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. Five days after the sensor was inserted, the patient developed drainage and ¿purulent rashes on several occasions and was treated with antibiotics¿. The patient was treated with an unspecified oral antibiotic for six days. No additional patient or event information is available.